Manufacturer narrative:
(B)(4).

Event description:
It was reported that since (B)(6) 2015, noise resulting in inappropriate mode switch episodes was noted on the right atrial lead. The patient was asymptomatic to the noise. The lead was capped and replaced during device change out procedure on (B)(6) 2015. The patient tolerated the procedure well and would continue to be monitored.